Manufacturer narrative:
Unit received with critical pump error and multiple pump error 3 alarms confirmed in history file, problem isolated to the printed circuit board. The motor was tested outside of device and passed. Unable to verify prime fill anomaly or insulin flow blocked alarm due to critical pump error. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unit received with minor scratches on case, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.